Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia/hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient was wearing an omnipod insulin pump. According to the patient¿s parent, on (B)(6) 2025 around 12:30 am, the patient was found by his brother having a seizure. The patient¿s blood glucose (bg) meter reading was 34 mg/dl. It was reported that the patient¿s cgm device value ¿froze up at 10:00 pm¿ and was not providing updated readings, therefore, the patient was not alerted to his hypoglycemic state. The patient¿s parent called 911 and while waiting administered baqsimi to the patient. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 56 mg/dl, and the patient was transported to the emergency room (ER). At the ER, the patient underwent an x-ray and MRI (due to the patient¿s fall when having a seizure). He was also treated with intravenous (IV) dextrose. After treatment, the patient's bg meter reading went up to 670 mg/dl and the first facility felt more comfortable with a pediatric ER taking the patient for further monitoring. Therefore, the patient was transferred. At the second ER, the patient was treated with ibuprofen for a migraine and with an unspecified anti-nausea medication. The patient was discharged home around 5pm the same day. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as sensor noise under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.